Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon removal difficulties were encountered and thrombosis occurred. The patient presented with st- elevation myocardial infarction. The target lesion was located in the mid left anterior descending. A 2.25 x 24mm synergy ii drug-eluting stent was deployed for treatment. After deployment, the balloon was deflated. However, upon removal, it was noted that the deflated balloon was stuck in the deployed stent. The physician pulled the guide into the left main and a few tugs of the delivery system were performed and finally, the deflated balloon was released. Immediately after the implantation, a thrombus was noted. A iib iiia inhibitor was then started and post dilatation at 16 atmospheres was performed with a 2.24x15 nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient was doing well.